Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The capsule fell into the pt's stomach and was retrieved. No serious injury to the pt was reported.